Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 6.7 cm from the connector pin.

Event description:
It was reported that the ventricular lead exhibited intermittent capture and an insulation anomaly. The lead was explanted and replaced.